Manufacturer narrative:
(B)(4). Physio-control evaluated the electronic patient record downloaded from the device and observed that the patient was in a vf rhythm during the first 7 minutes of patient treatment, which required a defibrillation shock. The patient¿s vf rhythm did however appear to be a very low amplitude. Because of the misinterpretation by the device user thinking the ECG rhythm was asystole, the patient did not receive a defibrillation shock during the first 7 minutes of treatment. The customer has not returned the device to physio-control for evaluation.

Event description:
The customer reported that during a patient incident, their device was showing what appeared to be an asystole rhythm during the first 7 minutes of patient treatment; however, after review of the electronic patient record, the customer indicated that the asystole rhythm was actually a ventricular fibrillation (vf) rhythm. The patient's cardiac arrest was witnessed and the total downtime prior to the emts arriving and starting CPR was approximately 5-7 minutes. After CPR had been administered to the patient for almost 7 minutes, a total of 5 defibrillation shocks were administered to the patient over a span of 10 minutes. The customer continued patient care and approximately 20 minutes into the event, the patient was pronounced deceased.

Manufacturer narrative:
Physio-control has determined through a clinical review of the event that the use error may have contributed to the death of the patient. The customer has advised physio-control that their medics have been instructed to print the patient's ECG rhythm in cases of fine ventricular fibrillation where the medic may believe an asystole rhythm is showing on the monitor.